Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the blade broke at the mount. It was also reported that two small pieces of metal sheared off and had to be located. It was also reported that there was a ten minute delay as a result of this event. It was further reported that there were no adverse consequences and the procedure was completed successfully.